Event description:
Port was inserted on 08/01/97. The patient came in 08/11/97, the left arm was dusky and larger than the right arm. Vena-gram done & it was determined there was a blood clot. Removed the port on 08/11/97.